Manufacturer narrative:
During inspection and testing, the objective lens was loose. The reported event (leak) was confirmed during inspection and testing. The device leaked due to a pinhole in the bending section cover. In addition, the objective lens was dirty, the adhesive on the bending section cover was worn, and the connecting tube was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the endoscope failed leak testing during maintenance. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the objective lens was loose. This report is being submitted for the malfunction found during evaluation (loose lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported issue. However, it is probable that the objective lens broke because it was subjected to physical or chemical stresses. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 3.2, ¿list of the compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 3.13, ¿signs of degradation from reprocessing and its number of times¿. Follow the policies at your local institution when choosing which methods to employ.¿ olympus will continue to monitor field performance for this device.